Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's fill estimate was inaccurate. The customer attempted to reload and the pump requested a minimum of 50 units of insulin with the cartridge. The customer loaded a new cartridge and declined further assistance by tandem technical support (cts). There was no impact to the customer's blood glucose level.